Event description:
It was reported by a capital representative on (B)(6) 2011 that during a procedure, the customer stopped using the footswitch as the laser system would go into standby mode when the vapor was pressed. This was an intermittent issue with no pt injury reported. Per the customer, discontinued use of the footswitch and used their old hps footswitch with no problems. The customer was able to continue and complete procedure with no injury to the pt.